Event description:
The operator stated that after the disposables were placed in the machine, the pump would not turn properly. Another machine had not passed the biomed test & was out of order. The operator called the distributor for another & it was delivered. Operator needed a functioning machine for a aneurysm procedure.